Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s is deceased. The patient¿s sibling reported the patient¿s implantable cardioverter defibrillator (ICD) had always worked in the past; however, ¿this time it didn't¿.